Manufacturer narrative:
Brown sticky substance found dried on the cot legs; unable to be identified.

Event description:
It was reported by service report that there is a brown sticky substance on the cot that is unable to be identified. No patient involvement or adverse consequences are reported.